Manufacturer narrative:
Approximate age of device: 2 years and 3 months. The replaced portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart alarms and the log file showed several speed drops and pump stops while the patient was connected to the power module. The patient denied any trauma to his driveline and no visible damage was noted by the vad coordinator. A percutaneous lead repair was completed on (B)(6) 2015. The patient was asymptomatic. No subsequent events have been reported.

Manufacturer narrative:
Although the reported alarms were confirmed via the returned system controller log file, the cause of the events could not be conclusively determined. The log file captured multiple low speed and pump stoppage events with corresponding elevations in pump power while the system was operating on the power module. Approximately 10 inches of the percutaneous lead was returned for evaluation. Examination of the lead found breakdown of the braided shield at the metal connector and the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.